Event description:
Literature was reviewed regarding a patient with severe aortic stenosis and a heavily calcified bicuspid aortic valve who underwent transcatheter aortic valve replacement (tavr) with implant of a medtronic 29-mm evolut fx+ bioprosthetic valve. During attempted d employment, the valve dislodged upwards from the target site toward the ascending aorta. The authors noted the delivery catheter system (dcs) marker band was close to the point of no recapture, but resheathing of the valve within the dcs capsule was still successful. A second attempt to redeploy the same valve resulted in valve frame infolding, and the valve was then recaptured and withdrawn from the patient. Next, a non-medtronic valve was successfully implanted resulting in mild residual paravalvular leakage. The patient had an uneventful postprocedural course without adverse events. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: yamamoto m, sugiura a, kondo y, shimura t. Valve pop-up and infolding in transcatheter aortic valve replacement for a heavily calcified bicuspid valve. Jacc: case reports. 2026; 26: 107501. Doi: 10.1016/j.jaccas.2026.107501. Published 23 march 2026. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.